Event description:
It was reported on (B)(6) 2022 that "after insertion of the device in the jugular right vein to perform a tac, during the infusion of a contrast medium, the brown female connector detaches completely from the line. The issue occurred with the two lines completely free, not clamped and functioning in both directions, in and out." It was reported that the device was removed in its entirety. No patient complications/injury or medical intervention was reported. The current patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.1.-brand name corrected to arrow cvc set: 2-lumen 7 fr x 20 cm section d.4.-catalog # corrected to cv-16702. Section d.4.-lot# corrected to 71f21g0290. Section d.4.-model# corrected to ipn918768.

Event description:
It was reported on 06oct2022 that "after insertion of the device in the jugular right vein to perform a tac, during the infusion of a contrast medium, the brown female connector detaches completely from the line. The issue occurred with the two lines completely free, not clamped and functioning in both directions, in and out." It was reported that the device was removed in its entirety. No patient complications/injury or medical intervention was reported. The current patient's condition was reported as fine.